Event description:
A certified surgical technician reports that an intraocular lens (iol) became stuck and was then damaged in the cartridge of the iol delivery system. The surgeon noticed a broken haptic after the iol was inserted into the eye using the iol delivery system. The incision was enlarged to facilitate removal of the damaged iol. Additional info has been requested.